Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been removed from the handle. The trigger has been fully advanced and locked within the handle indicating a complete deployment. No t's or suture were returned. Reported complaint of non-deployment cannot be confirmed. After evaluation a root cause cannot be determined. No further investigation is necessary at this time. (B)(4).

Event description:
During a meniscus procedure, it was reported that, "it [the device] was broken." Additional information received indicated that the device broke in the middle during use and the t1 implant would not deploy. The suture did not break and there was a ten minute delay in the procedure. The procedure was completed with a backup device and the patient was noted to be okay post-procedure. The product was received an evaluated. Inspection revealed that the device had been fully deployed and that no t's or suture were returned.